Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported that during an intraocular lens (iol) implant surgery, the lens was stuck in the delivery system upon insertion in the eye on several patients. Additional information has been requested.